Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image during procedure.

Event description:
It was reported that there was loss of image during procedure.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: update: the failure happened on all of them. Randomly the light would turn off, it would not come off standby when white balancing, the spy mode would randomly be grayed out and could not be controlled at all. Tech support seemed to believe it was something with the l11 being connected to the hub directly. There was a small loss of visualization in some cases when the light would turn off. The procedure was completed successfully with no medical intervention and surgical delay. Rep confirmed that 2 l11s/2 ccus had the spy mode issue. The remainder of the 4 l11s and 4 ccus had issues with the light randomly turning off. The light would go out for no more than 30-45 seconds.spy mode was not able to function correctly, would not toggle on. All parameters were met for proper function, but would not toggle. The probable root cause could be an issue with the 1688 ccu or a not fully seated cable from the 1688 ccu to the l11 light source.